Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The issue could not be reproduced.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system lost communication with the axiem and the instruments went into red status. The nurse in the room reconnected the emitter and axiem instrument cables and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.